Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using an unspecified bd pen needle the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter: consumer called to inquire about having an MRI done to determine if a needle broke off in the injection site. He stated that he is concerned that the MRI may cause the needle to travel. Consumer was not able to provide the lot or product information, said he used bd needles but he is also using a different brand (trueplus pen needles) so he is not sure which needle he had the issue with. Samples and packaging are no longer available.

Event description:
It was reported while using an unspecified bd pen needle the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter: consumer called to inquire about having an MRI done to determine if a needle broke off in the injection site. He stated that he is concerned that the MRI may cause the needle to travel. Consumer was not able to provide the lot or product information, said he used bd needles but he is also using a different brand (trueplus pen needles) so he is not sure which needle he had the issue with. Samples and packaging are no longer available.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.